Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the pump powered up to the verify screen with auditory and vibratory features. No intermittent vibration issues were duplicated. The pump cover was removed to find no defects to the vibration motor. No internal moisture on the printed circuit board were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter stated the patient's blood glucose became extremely high while off of the insulin pump and using an sliding scale method of manual injection insulin delivery. This blood glucose elevation does not meet animas' criteria of a reportable adverse event; no adverse event is being reported in association with this complaint. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.